Event description:
During a surgery to repair a distal femur fracture, the surgeon was placing a rafn with t25 ti / screws (04.005.5xx), when the screwdriver became disengaged from top heavy weight. This occurred when patient was rolled over for "frog leg" lateral. The surgeon had to try to re-engage for final seating. The injury was caused when the patient fell in the tub.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.